Event description:
Unable to obtain blood return on smart port inserted (B)(6) 2020. At port lab draw appt on (B)(6) 2020 unable to obtain blood return and port flushes with difficulty even with repositioning pt multiple times. Pt reported that nurses had been having problems at prior appts obtaining blood return. Port re-accessed with another huber needle - still only able to obtain flash of blood return following saline and heparin flushes and repositioning pt. Pt had to have peripheral draw for lab work. All appt on (B)(6) 2020, no blood return obtained even after flushing and repositioning pt. Cathflo had to be instilled in port before able to obtain blood return and proceed with treatment as planned. Unusual for cathflo to be needed on a port so soon after insertion. FDA safety report ID# (B)(4).